Event description:
It has been reported to philips that the system did not fully boot up to application. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the tsm and flexvision application were not starting. A review of the system logfiles found a malfunction with flexvision pc. Upon troubleshooting actions, fse identified that the os disk was not activated. Fse activated os disk and performed functional test. After activating the os disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.